Manufacturer narrative:
Facility name: (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable crp results for 1 patient sample on a cobas 6000 c501 module. The initial result was 0.69 mg/l at 09:54 am. The repeated result was 158.82 mg/l at 10:33 am. The sample was repeated again and the result was 156.45 mg/l at 11:08 am. The erroneous result was automatically validated in the system and was reported outside of the laboratory. The result had to be corrected. The reagent lot number is 630485. The expiration date was not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and decontaminated probe tubing. The sample probe and gear pump were adjusted. The reagent syringe assembly, heat cut filter, and lamp were replaced. The incubator was checked. The investigation determined the service actions resolved the issue.